Event description:
Boston scientific received information that pacing inhibition which led to asystole of greater than two seconds was observed with this patient¿s device and right ventricular (rv) lead. The cause of the pacing failure was not determined and surgical intervention was performed to explant and replace the rv lead. The device continues to remain implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.